Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are presenting different color variation customer states tubes are not clear.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 100 retained samples from the bd inventory were taken and visually inspected. No defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the visual check of retained samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.